Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, illness requiring steroids, psychological disorder, smoker, trauma / accident.